Event description:
It was reported "pump is giving false no insulin delivery alarms". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.